Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room experiencing phrenic nerve stimulation. Physician noted that the right atrial lead had dislodged. The lead was repositioned on (B)(6) 2020. Later that day, the lead dislodged again. The lead was explanted and replaced the next day. Patient was stable post procedure.